Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Subject device has been received and is currently in the evaluation process. Investigation is ongoing and no conclusion could be drawn.

Event description:
It was reported that the plate bent during the removal of a 12 hole condular plate for an unknown reason. The patient was originally treated for a distal femur fracture and it was also reported that there was a nonunion and an infection present as well. It was reported that the reason for nonunion remains unknown but was not a result of the plate bending. The surgeon had stated at an earlier date that the patient was non-compliant and walked on the plate too early. The plate was discovered bent during a routine follow-up via x-ray on an unknown date. No information is known about the patients infection including the type or cause. While all the 16 screws removed were intact, currently, the lot numbers of the screws remain unknown. The product has been returned for investigation. This is report 16 of 17 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation was performed. The report states that the returned screw is in fair condition with some slight discoloration. All features measured meet specification. Since no issues were found during dimensional analysis this complaint is invalid from a manufacturing standpoint. The plate was not bent during removal. The plate was observed bent during a routine follow-up via x-ray on an unknown date. Therefore, a plate and screws were removed.

Event description:
The plate was discovered bent during a routine follow-up via x-ray on an unknown date. A 12 hole condular bent plate was removed, while all the 16 screws removed were intact. This is report 8 of 17 for (B)(4).